Event description:
Customer reported via phone, she was having issues with the insulin pump, the buttons were unresponsive. Customer replaced the battery and then device started alarming last night. Customer was able to get the device to work and in the morning the same issue reoccurred. Customer's blood glucose was 70 mg/dl. Customer stated she would have to hold the button for a long period of time in order for it to respond. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad traces. No button error alarms noted. The insulin pump was unable to perform error test and verify alarm due to unresponsive act button. The insulin pump was received with cracked case at display window corners, cracked battery tube threads, broken belt clip slot and minor scratches on lcd window.